Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called and stated "I've been feeling dizzy lately, I fell in my closet and hurt my left elbow and left armpit". In clinic the patient was found to have had several episodes of non-sustained tachycardia. The device's thresholds were reduced to preserve battery life. No further patient complications have been reported as a result of this event.